Event description:
Additional information was received that there was loss of capture.

Event description:
During an initial implant procedure, r-wave amplitude variation was observed on the right ventricular (rv) lead. While repositioning the lead, it was not possible to extend the helix of the rv lead. The cause of the event was due to lead damage which was visually confirmed during the procedure. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, r-wave amplitude variation, helix mechanism issue and suspected ¿product damage on the lead¿ were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Examinations found the helix was bent and the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. The lead was tested with hi-pot and found shorting between conductors due to the overtorqued inner coil. The cause of the reported events of failure to capture and r-wave amplitude variation was due to the overtorqued inner coil at the connector region that led to the shorting of conductors, while the cause of the helix mechanism issue and suspected ¿product damage on the lead¿ was due to the bent helix and overtorqued inner coil consistent with procedural damage.